Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record and the product release decision control sheet of the involved product code/lot# combination was conducted with no findings. Please see MDR 2243441-2020-00008 for the importer report. (B)(4).

Event description:
The user facility reported that during a case, the radifocus runthrough (sic) wire broke off in a coronary. They ended up crushing it with a stent. It was a bifurcation stenting case. The patient condition was stable, and the procedure was a success. Additional information was received on 26jan2020. The doctor was deploying kissing stents in the lad and a diagonal. The runthrough wire was behind one of the stents. After deployment, the run-through wire was pulled; however, it became hung up in the stent. As he attempted to remove the wire a piece of it broke off and the wire came free. The physician ended up deploying a third stent that covered the portion of the run-through wire that was left behind, crushing it to the vessel wall. The patient was fine, and no other issues were noted since. All three stents were xience stents. The rn noted that it had been a long case; the issue occurred after about three hours in the case. The broken piece was not retrieved.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d10, update section h3, and to provide the completed investigation results. The actual sample was received for evaluation. Visual inspection revealed that the niti core-wire and the platinum coil had been fractured on the distal section. The distance between the distal end of the niti core wire and the joint of the platinum coil, stainless steel coil and niti core wire was measured and confirmed to be 21mm. Compared to the same section of the current product sample, 30mm in length, it was confirmed that distal 9mm of the niti core wire was missing from the actual sample. Magnifying inspection of the area between the distal fracture end of the niti-core wire to the joint of the platinum coil, stainless steel coil and niti core wire found that the platinum coil had been unraveled; therefore, the length of the missing platinum coil could not be confirmed. Magnifying inspection of the stainless-steel coil section did not find any anomaly including an elongation of coil. Electron microscopic inspection of the fractured distal end of the niti core-wire revealed that the distal section had been deformed in a tapered shape. The distal end had been fractured in a slope shape when seen from the lateral side. The thickness of the niti core-wire was measured on the point near the fracture end and confirmed to be equivalent to that of the current product sample. The outer diameter of the stainless-steel coil section was measured and confirmed to meet the manufacturer specifications. Reproductive testing was performed, and a test sample was subjected to pulling force. The fracture end of the niti core wire became tapered and sloped when seen from the lateral side. This state was similar to that observed on the actual sample. A test sample was subjected to repetitive bending force. Some dimples were noted on the fracture surface of the niti core wire. The fracture end had been curved. This state was different from that observed on the actual sample. A test sample in the state of being looped was subjected to repetitive one-way torque force. The fracture surface of the niti core wire had been distorted and the fracture end had been slightly curved. This state was different from that observed on the actual sample. A test sample was subjected to repetitive one-way torque force. The fracture end of niti core wire had been twisted. This state was different from that observed on the actual sample. IFU states: manipulate the run through ns carefully when crossing it through a deployed stent. Stent migration, stent deformation, or breakage or separation of the run through ns may be caused if the run through ns is caught by the deployed stent. If any resistance to the run through ns or the dilatation catheter is felt during manipulation or if the shape, behavior or position of the guide wire's tip seems improper, e.g., in case where the tip is trapped due to vessel spasm or some other cause or the tip is folded, stop manipulating the guide wire (and the catheter) and determine the cause carefully by fluoroscopy and take suitable remedial actions. Then remove the guide wire slowly, without turning, to exchange it for a new one. Continuing guide wire or catheter manipulation in the said situations may result in damage to the vessel, damage to or separation of the guide wire's tip, and/or damage to the dilatation catheter. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It is likely that the distal coiled section of the actual sample may have been trapped by some factors, such as a stent, and in that state it may have been subjected to excessive pulling force, which resulted in the fracture of niti core wire. Subsequently, when the actual sample was removed, the platinum coil got frayed and fractured. However, the exact cause of the reported event cannot be definitively determined based on the available information.